Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer, patient demographics will not be provided.

Event description:
It was reported that an overinfusion of heparin occurred. There were no adverse effects caused to the patient from the event. The customer stated no further event information is available.